Manufacturer narrative:
At time of filing, the reported device is not expected to be returned to conmed for evaluation. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed received notification via FDA 3500a # (B)(4) of reported issues with a v-care medium (34mm) cup, item 60-6085-201a, lot 202007271 that occurred at (B)(6) hospital on (B)(6) 2020 (involving a (B)(6) year old female patient). It was reported that while making an incision into vagina with harmonic, a tiny piece of the vcare became disconnected (piece maybe .1 mm) from device. The surgeon grasped it with the harmonic instrument to pull out of the lap port, but it was not evident on the harmonic or on the sponge that wiped the harmonic. The surgeon didn't see it in the abdomen. Although requested, no other incident information was provided. The source document 3500a was submitted by the facility as a "product problem" (malfunction), however, this report is being raised on the basis of injury as it is reported the disconnected piece was not found.

Manufacturer narrative:
Investigation of the customer's reported issue and complaint of a tiny piece of the device became disconnected is not confirmed. Conmed received one 60-6085-201a in opened original packaging. The lot number was verified. A visual inspection was performed and there were no obvious signs of abnormalities or defects. There were no signs of anything missing from the device. Performed a functional inspection per the IFU, the device inflates as intended. The manufacturing documents from the device history records (DHR) and lot history records (lhr) have been reviewed and found no abnormalities that would contribute to this issue. A two-year lot history review found this is the only reported event for this lot number and failure mode. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU also advises the user that this device should only be used by surgeons trained in proper techniques for uterine surgery, diagnostic procedures, gynecological pelvic anatomy and placement of intrauterine retracting instruments. Read and become familiar with all instructions, warnings and precautions in the package insert before using the device. This issue will continue to be monitored through the complaint system to assure patient safety.